Manufacturer narrative:
One sample clip was returned in a biohazard plastic bag. There is no sign of or any indication that the clip was activated. It is therefore highly unlikely that the clip itself was the cause for the bleeding indicated. A review of our complaint database reveals no other complaints against avm-851 lot# 26959. (B)(4).

Event description:
Surgeon was performing a laparoscopic procedure and the clip would not close and tore the fallopian tube that caused bleeding and then doctor had to cauterize to stop the bleeding.